Manufacturer narrative:
One opened probe was received with a tip protector, in a pouched bag, for the report of no cutting during surgery. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and was non-conforming for actuation. The sample was then disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks and wear marks were observed at multiple locations along the inner cutter. Orange/brown foreign material was observed at a couple locations along the cutter. Adhesive was observed on the cutter, above the cutter/coupling bond. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had a cut failure. The evaluation indicated that the sample had an actuation failure. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The exact root cause of the actuation failure cannot be determined from the evaluation performed. An internal investigation has been initiated in order to investigate the actuation failure. An investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of the adhesive on the inner cutter. The complaint evaluation did not confirm the reported cut failure, therefore, no additional action with regard to this complaint was taken by the manufacturing site. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut during surgery. The product was replaced and procedure completed with no patient harm.